Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report. Same pt as MDR 8031020-2010-00103.

Event description:
It was reported that, the screwdriver tip broke off and the drill bit broke in half. Half of the drill bit remains in the pt.